Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
During follow-up, the patient experienced inappropriate defibrillation therapy due to atrial fibrillation and undersensing. Abbott technical support was contacted and suggested reprogramming the device. No intervention was performed. The patient was in stable condition.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.